Event description:
The customer contact reported the device door roller was broken. The device was returned from an unspecified clinical department with a report of, broken door roller. No tracking information was provided; therefore, specific pt information, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.